Manufacturer narrative:
Gtin: unknown as the lot and serial numbers are unknown. The results of this investigation are inconclusive because the aso was not returned for evaluation. A review of the device history record could not be completed because the batch/lot numbers were not provided. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the reported event remains unknown.

Event description:
A 38mm amplatzer septal occluder (aso) migrated causing a residual shunt. The aso was retrieved and the defect closed percutaneously. Additional information is not available and is not anticipated.